Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had back surgery on may 10th and the hcp removed the ins. The patient has been miserable after the surgery and the caller explained that the patient has been having electrical pulses and a as result can't sleep. The patient can feel his leg twitching, is in pain, and doesn't have control. The caller said the hcp thinks the hcp is having phantom pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still having a sensation that stimulation is still on. It was reviewed that the scs system was removed and the sensation was not from stimulation. The patient was directed to follow up with their hcp. The patient said the reason the device was removed was part of a lumbar fusion surgery. The patient said they made calls to a manufacturer representative to resolve the pain. No further complications were reported.